Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the trigger of the small battery drive device had not been working. According to the reporter, the spring no longer worked so the engine continued to run even if the button was no longer pressed and the bottom button remained blocked. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported conditions of sticky trigger and unintended activation/motion were not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the small battery drive device had cosmetic damage-worn coupling and component damage. It was further determined that the device failed pretest for check the attachment coupling. The assignable root cause for these conditions was determined to be due to component failure from normal wear.